Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead had t-wave oversensing. It was noted that the device was pacing at 45-50bpm when the lower rate is set at 60bpm. The lead and device remain in use. No patient complications were reported as a result of this event.